Event description:
It was reported that caller experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed error did not recur after reset, and was advised to wait before starting new sensor session, which customer understood and accepted.